Event description:
Incident involved a patient under laryngeal mask general anesthesia with concurrent vaporizer (sevoflurane). The failure alarm was going off on the anesthesia machine. Patient became "light" and started to desaturate. Patient intubated with oral endotracheal tube, with supplemental oxygenation via bag valve mask assisted ventilation. Total intravenous anesthesia using propofol infusion and midazolam administration initiated. Bioengineering was contacted and the affected anesthesia machine was replaced. Case continued to finish. Patient extubated and taken to recovery.